Event description:
Report received that alleges in 2001, a pump and associated disposable, syringe, lockbox and IV pole were caused to fall upon the pt causing them to sustain a serious injury. The pt is "claiming an injury to their right shoulder, an impingement syndrome and decreased range of motion." There were no breaks in the skin, "just bruising." Though requested, the reporting contacts declined to provide add'l info.